Manufacturer narrative:
(B)(6). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received lioresal baclofen (1500mcg/ml, 29 9.8mcg/day) in an implantable pump for an unknown indication for use. A refill was performed on (B)(6) 2017 and the hcp could not find the reservoir port. An x-ray was performed and confirmed the pump flipped. A revision was going to be performed and the hcp was wondering if they could continue to use the pump. The hcp also inquired about a mesh pouch. No patient symptoms were reported. No further complications were reported/anticipated.